Manufacturer narrative:
This is the first of the two reports for the same patient involving two lot numbers of the same product. Refer to (B)(4) for the reported unknown lot number of the power -450. The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported from the office of the eye care provider (ecp) on (B)(6) 2018 via telephone, that a female patient experienced eye redness. The patient stated that her eye had an ulcer at one occasion but still wanted to continue lens wear. Additional information was received on the same day from the patient and confirmed that she experienced eye redness which was later on developed into corneal ulcer. Medical attention was sought; treatment was unknown. The patient reported that the ulcer and eye redness had resolved but occasionally was experiencing irritation. This event happened to both of her eyes. No further information can be obtained.

Manufacturer narrative:
This is the first of the two reports for the same patient involving two lot numbers of the same product. Refer to 2018-86194-01 for the reported unknown lot number of the power -450. Device evaluated by MFR the lot number was not provided and the complaint sample was not made available for evaluation. The trend investigation has been completed and there was no any unfavorable trend identified for the entire event related to this complaint for the past 24 months. No any significant of signal or pattern identified in the trend during this review period. The root cause could not be determined. The manufacturer internal reference number is: 2018-86194.